Manufacturer narrative:
The results of the MFR's evaluation suggest this event is associated with intra-operative procedures and is not related to a product quality deficeincy.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.